Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was returned with no reported issues from the field. Additional information was received at a later date that at the explant procedure the ICD was unable to be interrogated. The right ventricular (rv) lead remains in service with the new ICD. The explanted ICD was returned for analysis. Testing performed by our post market quality assurance laboratory identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2017. This type of fault is recorded when a device attempts to deliver a shock but the shock impedance is too low. It was noted the patient had numerous high rate episodes on (B)(6) 2017. Five shocks were delivered during five different episodes. In the episode with the fifth shock, the impedance was less than 20 ohms and the shorted lead fault occurred. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. As the lead remains implanted the clinic was notified of the possible compromised state. Boston scientific recommends further evaluation of the lead integrity. However, any further clinical action will be at the discretion of the physician.